Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 900 mg/dl. It was stated that the customer did bolus, but his glucose level continued to rise. The customer was treated with an insulin drip. Troubleshooting was performed. It was stated that the customer changes the infusion set every three days. The programming and settings on the insulin pump were correct. Ran a fixed prime test and passed. Advised the caller to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.